Event description:
The customer reported the workstation monitors will intermittently fail to come out of sleep mode. This necessitated a reboot to restore functionality. The customer experienced a temporary loss of live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The monitor cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.